Manufacturer narrative:
Initial reporter name unknown. Provided patient contact details. The pump has been returned to animas. Evaluation revealed that the up, down, and ok buttons needed to be pressed multiple times with increasing force to activate desired pump functions. The buttons do not click or spring back normally. Contamination was found under the button contacts. Unrelated to the complaint the battery compartment was cracked at the opening of the battery chamber. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter called on behalf of her granddaughter alleging that the up, down, and ok buttons were sticking and needed to be pressed 2-3 times before activating desired pump functions. The patient reportedly does not clean the pump. There was no reported misuse of the product. There was no reported patient impact associated with this complaint.